Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient also had the repliform (boston scientific) implanted on (B)(6) 2008 and due to mesh protruding into the vagina, the patient underwent excision of extruding mesh on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh revision on (B)(6) 2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele and intrinsic sphincter deficiency. No additional information was provided.